Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy.

Manufacturer narrative:
It was reported that patient underwent laparoscopic right salpingo-oophorectomy using the sils port technique on (B)(6) 2010 due to right ovarian enlargement/cyst. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) at (B)(6) due to vaginal pain, dyspareunia and foreign material in vagina.